Event description:
It was reported that a patient underwent a lap myomectomy procedure on an unknown date and suture was used. A total of 5 products occurred needle pull off issue in surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. C22 ¿ photo analysis. H6 component code: g07002 - no device problem found. H3 investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received ten opened samples pertain to the product code vcp1359h. Upon visual inspection, no external damages were observed on the packets, and the swage and attachment area appeared as expected; the suture strand showed no anomalies or issues related to breakage. In addition, photos were provided and they showed two detached needle with suture remnant at needle end, and a suture packaging of lot#s25050132. However, the no damage was found on received samples. The sutures were dispensed without problems. No functional test could be performed to the returned samples since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: . No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the device lot s25050112 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.